Manufacturer narrative:
Section d2 (common device name) : corrected to "catheter, thrombus retriever".

Event description:
It was reported that when the aspiration catheter was found to be fractured when removed from the patient's body. The physician replaced it with a new catheter and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that when the aspiration catheter was found to be fractured when removed from the patient's body. The physician replaced it with a new catheter and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection did not a kink on the catheter proximal shaft distal to the strain relief and from its distal tip. The catheter distal shaft inner coil was stretched from its distal end. Both observed damages occurred most likely due to handling. No other anomalies were noted. Functional evaluation could not be performed due to the damages found on the device. The reported catheter fracture could not be confirmed during analysis. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the aspiration catheter was found to be fractured when removed from the patient's body. The physician replaced it with a new catheter and continued the procedure without clinical consequences to the patient.